Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). There were three focal lesions located in the left anterior descending (lad) artery. The physician used an 8fr guide catheter and a fielder xt guide wire to access the lesions. The physician exchanged the fielder xt guide wire for a csi viperwire guide wire and loaded the oad onto it. The proximal lesion was treated with three runs at low speed, the medial lesion was treated with three runs at low speed and the distal lesion was treated with four runs at low speed. During the final run in the distal lesion, the device bogged down and became stuck in the vessel. During the attempt to remove the device, a perforation occurred in the mid-lad. The device was unable to be removed and the patient was taken to the operating room for surgical removal of the device and treatment of the perforation. Three requests for additional information have been made, but none has yet been received.